Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by edwards field clinical specialist, approximately 3 years and 3 months post implant of a 29mm sapien 3 valve in the aortic position, the patient underwent a successful valve-in-valve procedure with a sapien 3 ultra resilia valve. The patient was experiencing increased shortness of breath. Tee showed transcatheter aortic valve bioprosthesis with leaflet immobility resulting in severe stenosis. It was unknown whether this represented calcific valve degeneration versus thrombosis. The decision made to treat with anticoagulant medication and monitor with follow up echo. The patient re-presented to the ER with shortness of breath, dry cough, and fatigue. They were shown to have pulmonary edema, pleural effusion and was anemic with hgb 6.4. Echo showed severe bioprosthetic stenosis, mean valve gradient of 85mmhg, and ava of 0.62cm2. The patient was admitted for medical management work up for valve in valve, but pulseless electrical activity (pea) arrest occurred during admission - in the setting of respiratory arrest. Valve in valve was performed post-arrest.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineer evaluation. The following sections of this report have been updated: additional code added to h6 component code, additional codes added to h6 type of investigation, corrected h6 investigation findings, and corrected h6 investigation findings. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure modes is not required at this time. The device was not returned to edwards lifesciences for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported leaflet motion restriction and stenosis were confirmed based on information available. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. In addition, restricted leaflet motion develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Restricted leaflet motion may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, the patient had vast comorbidities (e.g. A history of essential hypertension, kidney transplant, end stage renal disease, hyperlipidemia, hemodialysis patient, etc.), which are known factors that may increase the risk of early valve/leaflet degeneration, leading to leaflet motion restricted and stenosis as reported. As such, available information suggests that patient factors (pre-existing comorbidities) may have contributed to the complaint event. However, a definitive root cause was unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.